Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No blank display noted during testing. The device could not be tested for battery out limit alarms due to no button response.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 168 mg/dl. The customer had removed the battery for 24 hours and the display retuned and the insulin pump alarmed battery out limit. The customer was unable to clear the alarm due to the buttons not responding. Troubleshooting was not able to resolve the issue. The device was returned for analysis.